Event description:
It was reported that the a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 4atm for 90 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was good.